Event description:
Device 1 of 2. Ref MFR. Report #: 1627487-2014-26184. It was reported the pt was not receiving effective stimulation. Lead diagnostics showed invalid impedance. The single lead and extension were replaced with a new lead and extensions. The sjm representative met with the pt postoperatively and was only able to provide partial program effective coverage due to surgical soreness.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.